Event description:
It was reported that during a repair conducted by a manufacturer field service technician at the user facility, there were bare wires exposed due to a cut in the cord. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Evaluation conclusion: the device was scrapped by the manufacturer.